Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2011.

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the cartridge transected all the way until the distal part. Then the surgeon try the pull back the shoulders for opening the jaws and pull the knife but the knife didn't pull back and the jaws didn't open. While trying to separate the jaws they used a reusable babcock and the instrument broke into the abdominal cavity. They could not find the babcock jaws and left it inside the pt cavity. Additional tissue was resected and 60 mins was added to the procedure. The pt had returned after 8 days from the operation due a stomach content leak that been observed under screening at the point where the knife been jammed. An intestinal nasogastric tube was inserted to the beginning of jejunum for feeding and water.